Manufacturer narrative:
It was reported that the patient was placed under general anesthesia to complete an x-ray. The patient's magnet was externally manipulated and re-positioned into the correct pocket. This report is submitted on september 04, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla strength unknown). It is unknown if the facility followed the recommended procedure prior to the MRI to protect the implant. It is unknown when the magnet will be replaced as of may 22, 2019.